Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.